Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4) technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with large hole in the posterior capsule of right eye post lasik surgery. Additional information has been requested.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced, prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards at that time. Based on the information available, the customer reported event cannot be confirmed. Posterior capsule tear is an issue, that is occasionally reported with cataract surgery. However, a review of the complaint trends shows, that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).